Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure the same day as the initial due to incorrect type of implant given and implanted. A cementless femoral implant was requested but a cemented implant was given and implanted. The surgeon changed the implant after closing the patient. Attempts to obtain additional information have been made; however, no more is available.